Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. Abbott diabetes care received an medicines and healthcare products regulatory agency (mhra) user report which reported the following information: a healthcare professional (hcp) reported on behalf of a customer whose adc device provided false low information (unspecified result) which led to their "mylife pump" suspended inappropriately". It is unknown whether the customer noted a trend arrow on the device. The customer was seen at a hospital the second time and received unspecified treatment. Adc customer service attempted to contact the hcp 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to mhra. The reported product is not expected to be returned as reporter indicated the device was discarded. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. This is 2 of 2 MDR submission. All pertinent information available to abbott diabetes care has been submitted.